Manufacturer narrative:
Evaluation summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips would not form. Another device was used to complete the case. There were no patient consequences.